Event description:
It was reported that post a stenting treatment procedure the patient experienced thrombosis. The patient presented with chest pain. The lesion being treated was located in the left anterior descending artery and diagonal. The physician implanted a promus element plus stent in the target lesion. The stent was post-dilated and well apposed. Within 24 hours of the stent implant the patient experienced acute thrombosis. The thrombosis was aspirated and the procedure was completed by implanting an unknown stent. No further complications were reported and the patient is doing well.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).